Event description:
A (B) (6) man, with fournier's gangrene who underwent multiple perineal debridements followed by placement of a wound vac -kci product-. His wound vac was removed by the pt in an agitated state and the sponge was unintentionally retained for several weeks -placed (B) (6) 2010, removed (B) (6) 2010-. The wound vac sponges are not radio-opaque, making recognition of retained sponges difficult in some pts/wounds. Dates of (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: open perineal wound. Multiple perineal debridements: (B) (6) 2010, with wound vac application during the 5 procedures. The wound vac sponge was intended to be removed on (B) (6) 2010, but was unintentionally not removed until (B) (6) 2010. Could have been identified sooner if was radio-opaque.